Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dcs and sheath did contribute to the vascular injury. The patient had arteries with dia meters smaller than recommended, due to calcification; however, the decision was made to perform the procedure via the right femoral route.

Manufacturer narrative:
Continuation of d10: product ID evproplus-23 (serial: (B)(6)); product type: 0195-heart valves; product ID: l-evprop23-29 (lot: 0012084976); product type: 0195-heart valves; product ID: gwbc30 (lot: 92106993); product type: 0193-guidewire; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter biprosthetic valve, into a patient with calcified arteries that were not compatible with a 14f delivery system, the procedure was performed through the right femoral artery instead of an alternative access. During the introduction of the 14f medtronic sheath in the right femoral artery, there was difficulty. Angioplasty was performed in the common iliac artery and the right external iliac artery with a 7x40 balloon. The valve was loaded and a pre-dilation was performed with a non-medtronic 18x40 balloon. The sheath was removed. The delivery catheter system (dcs) was unable to progress through the right femoral artery therefore a new angioplasty was performed with a 7x120 balloon in the common femoral artery and the external iliac artery. After image control, blood extravasation in the external iliac and femoral arteries, leading to hypotension. A 7x58 covered stent was placed in the external iliac artery. Image control was performed and extravasation was noted in the common femoral artery, necessitating open bypass surgery with graft. The patient received 5 red blood cell concentrates, orotracheal intubation, and norepinephrine in a continuous pump. It was determined to not implant the valve due to the vascular severity. The patient was transferred to the intensive care unit, where they experienced two cardiorespiratory arrests and subsequently died.